Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking from an unspecified location. This occurred during set up of the device for peritoneal dialysis therapy. The patient was not connected for therapy at the time of this event. Continuous ambulatory peritoneal dialysis was discussed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.